Event description:
The hosp reported that during an endoscopic vein harvesting procedure, while using the hemopro 2 device, the doctor was unable to hear the tone on the power supply which caused the hemopro 2 to not work. The same device was used to complete the procedure. The hosp did not report any pt effects. The hosp will reportedly not be returning the product in question.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Items marked "ni" are currently unk. (B)(4).